Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was unable to retrieve a portion of the needle. The hospital has reported no pt injury occurred.